Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is in progress.

Event description:
It was reported during inspection at user facility that the aseptic housing was cracked and after receiving at manufacturing facility it was found that the weld between the upper and lower housing is fractured. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, top housing detached from the large aseptic bottom housing, was confirmed. The service technician observed that the top housing had broken off from the bottom housing. No other symptom failures were found. An aseptic housing top damaged-cracked failure mode was determined. Device was placed in parts retention.

Event description:
It was reported during inspection at user facility that the aseptic housing was cracked and after receiving at manufacturing facility, it was found that the weld between the upper and lower housing is fractured. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.